Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the laser is locking and the parameters are changing on their own prior to a surgical procedure. An audible alarm was also sounding. There was no patient harm.

Manufacturer narrative:
The company service representative checked and adjusted the rear footswitch, which showed signs of balanced salt solution corrosion. Additionally, the company service representative reconnected the laser cables. The system was then tested and met all product specifications. Additional information about if the reported event was replicated and the details of the footswitch¿s bss corrosion were requested but not provided. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).